Manufacturer narrative:
The onset of the patient's recurrent infection is reported within MFR report number 2916596-2019-03886. Approximate age of device ¿ 7 years 10 months. Manufacturer¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient had a recurrent e. Coli bacteremia infection and an lvad exit site infection in the setting of an ICD, hmii lvad, and an aortic valve bioprosthesis. Patient was put on prolonged intravenous antibiotics. No further information was provided.